Event description:
Cook (B)(4) reported, "on (B)(6)2010, the port system (port and catheter) was placed at appropriate position with left basilic vein approach. It was confirmed that the placement had no problem at the time of the procedure. On (B)(6)2010, the physician was not able to the flush the device when he attempted to use it, and local edema was developed after that. X-ray inspection revealed that the catheter was disconnected from the port nozzle and migrated into pulmonary artery. The physician removed the port and catheter out of the patient's body and placed another port system." The patient's condition is fine.

Manufacturer narrative:
(B)(4): conclusion: a lack of bruising on the catheter would suggest that the catheter was not properly advanced past the ring of the port outlet tube. It is documented in the complaint report that the physician commented "there is a possibility that I didn't advance the catheter over the port nozzle enough". The catheter segment could have been transected during the retrieval process. Corrective action: none. There were no nonconformities found during the investigation of this event.